Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. A review of the in-vivo data showed a period of transient optical signal variability around the reported timeframe. Next level support recommended performing a sensor re-link to reset the system and advised monitoring performance for a few days. The complaint was resolved following the sensor re-link, as support confirmed that the user continued using the system without further reports of sensor inaccuracy. B4. Date of this report 04 dec 2025. G3. Date received by the manufacturer? 04 dec 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The user reported that the cgm displayed results differing from glucometer measurements, and the case was escalated to the next level of support. A review of dms indicated that the user was advised to re-link the sensor, which was completed on (B)(6) 2025 at 6:53:20 pm. The user was informed that this upgrade should improve system accuracy and was advised to continue using it and call back if any further issues occurred. A subsequent dms review confirmed that the transmitter is now running on the upgraded firmware version, and notes indicate the user was assisted with the upgrade and reminded to reach out if additional issues arise. As per dms, the user is currently using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.